Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported insertion difficulty when using the angio-seal device. It was reported that when the arteriotomy locator was inserted into the insertion sheath, the locator and the insertion sheath did not snap and the locator did not fit to the insertion sheath. As the locator did not fit, another angio-sheath was used to continue the hemostasis. Subsequently, hemostasis was successfully achieved by the second angio-seal device. The estimated blood loss was less than 250cc. It was reported that the procedure before hemostasis was coiling. A pre-deployment angiogram was performed. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 8 fr. It was reported that the patient had to no health damage.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.